Manufacturer narrative:
Country of origin is (B)(6).

Event description:
It was reported that the portex® endotracheal tube cuff was faulty. No serious injury was reported in connection with this incident.